Manufacturer narrative:
Investigation summary: service & repair evaluation: the customer reported that 3.5 mm lc-dcp drill guide neutral and load spring laded ball came off during regular cleaning process. In addition, the 3.5 mm universal drill guide: defective spring-loaded end makes the entire universal drill guide defective. No patient involvement. This complaint involves (2) devices. The repair technician reported that the tip off drill sleeve is broken. Tip broken is the reason for repair. The cause of the issue is unknown. The following parts were replaced drill sleeve, 3.5mm universal drill guide. The item was repaired per the inspection sheet, passed synthes final inspection on 22-aug-2019 and will be returned to the customer upon completion of the service and repair process. Attached service record router completed through operation 30. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history lot: part: 323.360, lot: 8402591, manufacturing site: hägendorf, release to warehouse date: may 24, 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: 3.5 mm lc-dcp drill guide neutral and load spring laded ball came off during regular cleaning process. In addition, the 3.5 mm universal drill guide: defective spring-loaded end makes the entire universal drill guide defective. No patient involvement. This is report for 01 of 01 of (B)(4).